Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist regarding a right transfemoral tavr procedure for a 23mm sapien 3 ultra implanted the native aortic annulus. During the procedure, there was resistance between a 23mm sapien 3 ultra and commander delivery system (ds) and the 14fr esheath. The valve strut was bent backwards. The ds balloon ruptured during deployment. As reported, during the introduction and advancement of the valve into the sheath, resistance was noted. The delivery system was in default position during insertion. It appeared that the loader was not fully inserted into the sheath. The valve was advanced through the sheath and balloon alignment was performed in the descending aorta. It was noted that a segment of the inflow strut had bent backwards. The valve was deployed 60:40 aortic/ventricular with nominal volume with paravalvular leak (pvl). There were no difficulties noted when withdrawing the delivery system. Upon removal, it was noted that the balloon had ruptured. It was believed that the balloon ruptured during deployment. The patient decompensated and surgical intervention was required to repair the pericardial effusion due to a left ventricle (lv) perforation. The apex of the lv was perforated by the procedural wire. The physician believed the perforation occurred during one of the wire exchanges and that the delivery system was not on the wire at the time of the perforation. After the surgical repair post dilatation of the valve was performed with a 22mm zmed. Afterwards the valve mean gradient was 8 mmhg with mild pvl was noted by tee. Surgical intervention was performed to treat the perforation of the left ventricle unrelated to the valve. The surgeon stated the deformed inflow strut was not the cause of the cardiac injury. The patient remained admitted due to complications unrelated to the edwards device. The devices are not available for return.

Manufacturer narrative:
Supplemental report submitted to update g2. This report is related to medwatch number 5104929.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed through imagery review. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was unable to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, complaint history and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per complaint description, 'during the introduction & advancement of the valve into the sheath, resistance was noted. The delivery system was in default position during insertion. It appeared that the loader was not fully inserted into the sheath. The valve was advanced through the sheath and balloon alignment was performed in the descending aorta. It was noted that a segment of the inflow strut had bent backwards'. Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. When the loader was not completely inserted through the sheath, the valve can be exposed and interact with the hemostasis valves within the sheath hub during device insertion. So, if excessive force was applied to overcome the resistance, it could lead to bent strut as reported. As such, available information suggests that procedural factors (loader not fully inserted/ excessive manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06145.